Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker device, and non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance from 1500 ohms to 2000 ohms with a lead conversion from bipolar to unipolar. A request was made to have data from this device analyzed. A rhythmcare consultant reviewed device data, noting that the pacing impedance is jumpy, and provided recommendations for troubleshooting and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient returned to the clinic for a follow up. The physician reported lead troubleshooting was completed, and x-ray imaging, indicating no noise could be reproduced and x-ray images revealed no damage at this time. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device, and non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance from 1500 ohms to 2000 ohms with a lead conversion from bipolar to unipolar. A request was made to have data from this device analyzed. A rhythmcare consultant reviewed device data, noting that the pacing impedance is jumpy, and provided recommendations for troubleshooting and x-ray imaging. The device remains implanted. No adverse patient effects were reported.